Event description:
A peritoneal dialysis (pd) patient a blank screen on a cycler. Screen was blank during unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The patient rebooted the cycler and the ok and stop keys lit up but the screen remained blank. The reported issue(s) is not a result of the supplies. The fresenius technical support representative advised to replace cycler due to blank screen. Advised to contact pdrn to inform of replacement. At least one full treatment has not been completed with this cycler. Issue did not occur prior to completing the first treatment. This is an out of box failure. Advised to discontinue use of this cycler. Follow up response confirmed that no patient adverse effects were experienced, and no medical intervention was required. Patient was able to complete treatment manually. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction: b.5.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed replaced cycler due to blank screen. Screen was blank during unknown phase/cycle of dialysis. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Rebooted cycler, ok and stop keys lit up but the screen remained blank. The reported issue(s) is not a result of the supplies. The fresenius technical support representative advised to replace cycler due to blank screen. Advised patient to retain iq drive. Advised patient to retain modem. Advised to contact pdrn to inform of replacement. Advised cycler will arrive with default settings, time, and date. Advised to return power cord with cycler. At least one full treatment has not been completed with this cycler. Issue did not occur prior to completing the first treatment. This is an out of box failure. Advised to discontinue use of this cycler. Follow up response received on february 7, 2024 confirming that no patient adverse effects were experienced, and no medical intervention was required. Response is attached. Patient was able to complete treatment manually.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cassette compartment was inspected and didn¿t find indications of dried fluid. There were no visual indications of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2351 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.